Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information: there was no adverse outcome as the patient was successfully re-intubated and fully releasing the clip.

Manufacturer narrative:
Other, other text: additional information: there was no adverse outcome as the patient was successfully re-intubated and fully releasing the clip.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the term baby was intubated with a size 3.5 endotracheal tube. When attempting to fix the tube, the operator experienced significant difficulty in slipping the holder onto the tube, this occurred despite the operator completely undoing the clip. The holder appeared to be too small to slip over the tube, and as a result the baby was accidentally extubated. The difficulty added some trauma to the baby, who had to be held very firmly. This issue had been experienced before, and as a result the facility staff were advised to completely release the clip before trying to fit the holder. No further patient complications were reported in relation to this event.